Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided indicates that the plunger stuck during implantation of the associated iol (ref. MDR report 9611165-2013-00085) and that proximal rupture of the loading bay was observed.

Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. The healthcare professional has confirmed that the procedure was able to be concluded satisfactorily following identification of proximal rupture of the loading bay. A new iol was implanted without further complication. Our review of production records for the r-inj-04 injector batch b315 showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector (july 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of a similar nature, have been received against the r-inj-04 injector batch b315. The r-inj-04 injector has been retained by the healthcare facility and is being returned to rayner for analysis. The results of our device analysis will be provided in a follow-up report.